Manufacturer narrative:
Concomitant medical products: dtba1qq, ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the left ventricular capture management threshold was greater than the programmed output which could result in potential loss of capture in the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.